Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while twisting and realigning a y-type tur irrigation set, air entered the line. This issue was identified during use for an arthroscopy procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added. The actual device was not available; however, a photograph of the sample was provided for evaluation. Due to the nature of the sample the reported condition was not possible to identify during visual inspection nor could functional testing be performed. Therefore, the reported problem could not be verified or refuted. Should additional relevant information become available, a supplemental report will be submitted.